Event description:
It was reported that the contrast and brightness on the 9800 system needed to be adjusted after coming out of screen saver mode. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was re-installed during the service call. The system was tested and found to be working as intended and put back into service.